Event description:
It was reported that the patient suffered trauma to the chest about two weeks ago. There is now a right ventricular lead warning. The threshold has increased and is intermittent; there is noise with arm movements; the impedance is undefined. The right ventricular lead was capped and replaced. The atrial lead also had noise with arm movement. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that right ventricular (rv) lead was explanted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis also indicated that the inner insulation had a depression breach and the outer insulation of the lead developed a cosmetic depression while in vivo. Correction.